Manufacturer narrative:
(B)(4). The ce expressed concern because when the pump is in 1:1 the baseline does not appear to return to zero on the balloon pressure waveform (bpw) before the next cycle starts. The css stated that the pump must be getting enough helium back before it starts the next cycle or it would be alarming for helium loss. The ce agreed. The intra-aortic balloon (iab) was inserted via the patient's femoral artery. The length of time prior to the hot line call is ~ 16 hours. Additional information was received on 03/15/2012 from the sales representative which stated that the facility that transferred this patient uses arrow rediguard iab's. The ce also stated that the iab was an arrow 8 fr. There was a heparinized flush attached. The iab was removed and another iab was not inserted. On removal md reports that there was not backflow of blood. Patient circulation was fine. Md reports no problem visable with the catheter. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the ccu (cardiac care unit) clinical educator (ce) called the hot line because the central lumen is clotted. The ce stated that while trying to aspirate from the central lumen, it was sluggish and clots and air came back into the syringe. The ce capped the central lumen and placed the pump in operator, setting the timing based on the EKG (inflating just after the t wave and deflating just after the p wave). The ce asked the clinical support specialist (css) whether it is safe to continue using the catheter with the central lumen clotted. The ccs stated yes and that as long as the central lumen is capped off so no one will attempt to flush it. The ce faxed the css a strip that showed a delayed helium speed. There is widened peak artifact and widened deflation artifact. The css discussed the causes for the delayed helium and the css recommended that the ce try repositioning the patient; this did not help. The ce asked the css if this issue could be the result of a tortuous anatomy.

Event description:
It was reported that the ccu (cardiac care unit) clinical educator (ce) called the hot line because the central lumen is clotted. The ce stated that while trying to aspirate from the central lumen, it was sluggish and clots and air came back into the syringe the ce capped the central lumen and placed the pump in operator, setting the timing based on the EKG (inflating just after the t wave and deflating) just after the p wave). The ce asked the clinical support specialist (css) whether it is safe to continue using the catheter with the central lumen clotted. The ccs stated yes and that as long as the central lumen is capped off so no one will attempt to flush it. The ce faxed the css a strip that showed a delayed helium speed. There is widened peak artifact and widened deflation artifact. The css discussed the causes for the delayed helium and the css recommended that the ce try repositioning the patient, this did not help the ce asked the css if this issue could be the result of a tortuous anatomy. The ce expressed concern because when the pump is in 1 1 the baseline does not appear to return to zero on the balloon. Pressure waveform (bpw) before the next cycle starts. The css stated that the pump must be getting enough helium back before it starts the next cycle or it would be alarming for he (helium) loss. The ce agreed. The intra-aortic balloon (iab) was inserted via the patient's femoral artery. The length of time prior to the hot line call is -16 hours additional information was received on 15mar2012 from the sales representative which stated that the facility that transferred this patient uses arrow rediguard iab's. The ce also stated that the iab was an arrow 8 fr. There was a heparnized flush attached. The iab was removed and another iab was not inserted. On removal md reports that there was not backflow of blood. Pt circulation was fine md reports no problem visable with the catheter.

Manufacturer narrative:
Device evaluation: returned for evaluation, were the iab assembly, teflon sheath, hemostat, one arrow 6" arterial pressure (ap) line and two non-arrow ap lines. The short driveline tubing connector and one-way valve were not returned for evaluation. Blood was noted on the exterior of the iab assembly. The teflon sheath was on the bladder 23cm from the iab distal tip. Blood was noted inside the sheath body. The short driveline tubing was cut approximately 4cm from the bifurcation. The remaining attached tubing was clamped with a hemostat. An arrow 6" ap line was connected to the central lumen luer hub. Two non-arrow ap lines were connected to the stopcock of the arrow 6" ap line. Blood was noted inside all ap lines. Sutures were noted on the sheath hub, hemostasis cuff, and proximal tie-down. The tip of the iab was placed in water. A 10cc syringe was connected to the luer end of the non-arrow ap line, the plunger was pulled back and blood tinged water easily aspirated into the syringe. The syringe was disconnected, emptied, filled with water and reconnected to the luer end of the non-arrow ap line. The plunger on the syringe was depressed and water exited through the tip of the central lumen. No blood clots exited the central lumen and no water exited into the bladder. The connected ap lines were disconnected from the iab, visually examined and no defects were noted. A 10cc syringe filled with water was connected to the luer end of the non-arrow ap line. The plunger was depressed and water exited through the tubing. No blood clots exited the tubing. The iab was visually examined and no defects were noted. The tip of the iab was placed back into water. A 10cc syringe was connected to the luer end of the central lumen, the plunger was pulled back and water immediately aspirated into the syringe. No blood clots entered the syringe. The syringe was disconnected, emptied, filled with water and reconnected to the luer end of the central lumen. The plunger on the syringe was depressed and water exited through the tip of the central lumen and no blood clots exited the central lumen. No water exited into the bladder. An in-house guidewire was back loaded (straight end) through the distal tip of the iab. The guidewire exited the central lumen luer and no evidence of a blood clot was noted. A tubing assembly fixture was inserted into the remaining short driveline tubing. The iab was submerged in water and pressurized. No leaks were detected in the iab assembly. Numerous pump strips were returned and reviewed as part of the investigation. A partial strip was returned where dampening of the central lumen was seen. Two other strips showed the presence of whip artifact during pump therapy. Several other returned strips did not have the arterial pressure waveform present and therefore could not be analyzed in regards to the complaint. A device history record review was conducted for the lot number of the iab with no relevant findings. The iab passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the ce stated that while trying to aspirate from the central lumen, it was sluggish and clots and air came back into the syringe" is not confirmed. While one pump strip did show dampening of the central lumen, several other strips printed after that strip did not show dampening. The central lumen of the returned iab was intact and patent. No obstructions were found in the lumen. No problem was found on the returned sample.